Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low out of range pace impedance measurements less than 200 ohms. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).